Event description:
A dialysis facility reported that a pt gained fluid weight during a hemodialysis treatment. The pt's post weight indicated a weight gain of 3.4 kg. The machine passed the pressure holding test (pht) but on-line pht was not activated. The pt was asymptomatic and there was no serious injury or illness.